Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.5, lab: 2.7.

Manufacturer narrative:
No data analysis will be performed on inr results provided by the customer due to improper technique. Per general description of complaint, the strip code was not changed and did not match the strip lot used. This may have contributed to the inaccurate inr results. Product outer lot number that was provided by the customer does not correspond to a valid lot number in the database. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.